Event description:
It was reported that the rotawire became detached and emergency surgery was performed. The target lesion was located in the highly calcified proximal right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, upon advancing the device in a dynaglide mode into the lesion, resistance was felt near the non-bsci guide catheter outlet. Consecutively, the wire became detached and perforated the artery. Hemostasis could not be achieved after various measures were taken, requiring additional surgery to be performed, and the wire fragment was removed. It was thought that the guide catheter deformation was due to the transcatheter aortic valve (tavi) jailing the coronary artery that causes the very high resistance, leading to the detachment. No further patient complications were reported. It was further reported that the 90-99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. During the procedure, the speed was set to 180,000rpm. However, a high abnormal sound was heard in the guiding catheter.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection revealed only a portion of the distal end of the guidewire was returned for analysis. The body of the guidewire was kinked. The kink on the body was measured from distal to proximal and the distance where the kink was found is 1-2.0 in. The spring tip was observed bent. Dimensional inspection revealed that 124.0 in of the guidewire were detached and did not return for analysis.

Event description:
It was reported that the rotawire became detached and emergency surgery was performed. The target lesion was located in the highly calcified proximal right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, upon advancing the device in a dynaglide mode into the lesion, resistance was felt near the non-bsci guide catheter outlet. Consecutively, the wire became detached and perforated the artery. Hemostasis could not be achieved after various measures were taken, requiring additional surgery to be performed, and the wire fragment was removed. It was thought that the guide catheter deformation was due to the transcatheter aortic valve (tavi) jailing the coronary artery that causes the very high resistance, leading to the detachment. No further patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:(B)(6).

Event description:
It was reported that the rotawire became detached and emergency surgery was performed. The target lesion was located in the highly calcified proximal right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, upon advancing the device in a dynaglide mode into the lesion, resistance was felt near the non-bsci guide catheter outlet. Consecutively, the wire became detached and perforated the artery. Hemostasis could not be achieved after various measures were taken, requiring additional surgery to be performed, and the wire fragment was removed. It was thought that the guide catheter deformation was due to the transcatheter aortic valve (tavi) jailing the coronary artery that causes the very high resistance, leading to the detachment. No further patient complications were reported. It was further reported that the 90-99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. During the procedure, the speed was set to 180,000rpm. However, a high abnormal sound was heard in the guiding catheter.